Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the therapy has been confirmed to be programmed off. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. Therapy is now programmed off. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the therapy has been confirmed to be programmed off. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. Therapy is now programmed off. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the therapy has been confirmed to be programmed off. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. Therapy is now programmed off. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. Therapy is now programmed off. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.